Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received no delivery alarms. The customer's mother also reported that they were having issues with the act button. The customer's blood glucose was 367 mg/dl at the time of incident. The customer's mother stated that they had high blood glucose over 500 mg/dl at the time of call. The customer's mother also reported that they had ketones with the high blood glucose. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother was able to resolve the no delivery alarm by changing the reservoir after troubleshooting. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.